Event description:
It was reported that when using the bd pyxis¿ es server, the healthsight viewer could not be accessed following a recent server reboot. A pse consult was referenced. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.